Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 77 bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: having trouble drawing up solution and with injection as well.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 77 bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: having trouble drawing up solution and with injection as well.